Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that upon removal of a foley catheter, the balloon would not deflate. The balloon was punctured with a needle to be removed. The foley catheter had been placed prior to a c-section and removal was done the day after the surgery.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, all silicone catheter product ifus are found to be adequate based on past reviews.

Event description:
It was reported that upon removal of a foley catheter, the balloon would not deflate. The balloon was punctured with a needle to be removed. The foley catheter had been placed prior to a c-section and removal was done the day after the surgery.